Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was stable.

Manufacturer narrative:
The session records were reviewed and it was determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.